Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03131 and manufacturer report # 3005099803-2011-03132 address the two devices. It was reported to boston scientific corporation on (B)(6) 2011 that two advanix biliary stents with naviflex rx delivery systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a female patient on (B)(6) 2011 (patient age and weight are unknown). According to the complainant, the stents were attempted to be placed within a stricture of the hepatic duct to facilitate bile drainage. During the procedure, when advancing the stents inside the patient, the catheter introducers would not follow the guidewire around an acute angle; as a result, the stents could not be placed. It was thought that the available equipment would present the same issue; therefore, the procedure was not completed. It was confirmed that no damage was noted to either device. No further medical intervention was required at the time of this procedure, however the procedure was rescheduled for later on in the week of (B)(6) 2011. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and it was also confirmed the patient is okay in her current condition.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of failure of stent to advance through patient anatomy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.